Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 2017865-2017-01897, 3006705815-2017-00296. During a follow up, occasional phrenic nerve stimulation was observed. An x-ray examination revealed the left ventricular (lv) and right atrial (ra) leads were dislodged. In addition, the device migrated which is the suspected cause of the lead dislodgements. The system remains implanted with adequate threshold and impedance values. The patient is stable and will be monitored.